Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device displayed a flow rate of 0lpm. The inlet pressure was -0.7psi and the circulation pump command was at 100%. There were four large pads and one universal pad in place. There were no visible signs of damage to the pads and the reservoir was full. The device was changed, however, the flow rate remained at 0lpm. Ms&s suggested changing the pads. Ms&s called back thirty minutes later with the nurse reporting that the flow rate was optimal with the new set of pads.

Event description:
It was reported that the arcticsun device displayed a flow rate of 0lpm. The inlet pressure was -0.7psi and the circulation pump command was at 100%. There were four large pads and one universal pad in place. There were no visible signs of damage to the pads and the reservoir was full. The device was changed, however, the flow rate remained at 0lpm. Ms&s suggested changing the pads. Ms&s called back thirty minutes later with the nurse reporting that the flow rate was optimal with the new set of pads.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "foam pad loading inspection" and potential failure mode "low/restricted flow due to chads or debris left on pads or in manifold holes". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.